Event description:
It was reported to olympus, that the hd camera head had a b30 scope communication error. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was found that a cable connector failure caused the b30 error. The b30 error is a scope communication error that occurs when communication with the endoscope fails. (Clv-s190 instruction manual, chapter 9 troubleshooting, 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ olympus will continue to monitor field performance for this device.